Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral dissection, bleeding, rupture). Per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Each component was advanced and deployed as planned. When touch-up ballooning to the iliac extender component (pxl161007j/15218266) was performed on the patient¿s right side, the right external iliac artery (reia) was reportedly ruptured. According to the physician, the rupture was caused by the narrow diameter of the reia (measurement not available). An additional excluder® iliac extender component was implanted to treat the rupture. Final procedural angiography reportedly showed the aneurysm was excluded and the rupture was successfully resolved. The procedure was concluded, and the patient tolerated the procedure.